Event description:
The facility's rep reported an infusion pump with an 812:00 failure code. The rep stated that there have been no reports of any pt incident involving the pump since the last baxter service event. It was unk if this failure occurred during pt use or biomed testing.